Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gyn procedure, the customer had experienced several malfunctions and blade breakage of the hc105 when performing conization to the cervix of the uterus. They had used a gen32 and contact with a metal speculum had occurred. Blades stopped working. There was no adverse patient consequence.